Manufacturer narrative:
Corrected: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported post operatively on the day of implant that the the right atrial (ra) lead exhibited undersensing, noise, and undefined high bipolar impedance. It was also reported that the right ventricular (rv) lead exhibited oversensing of atrial activity, undefined high unipolar impedance, and capture could not be confirmed. The ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported post operatively on the day of implant that the right atrial (ra) lead exhibited undersensing and undefined high bipolar impedance. It was also reported that the right ventricular (rv) lead exhibited oversensing of atrial activity, undefined high unipolar impedance, and capture could not be confirmed. The ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead exhibited low amplitude p-waves along with continued undersensing and high impedance. It was further noted that the rv lead exhibited continued loss of capture.